Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the part and lot numbers were not provided. All available information was investigated and a definitive cause for single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event - estimated. Date of implant - estimated. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on an unspecified date to treat mitral regurgitation (mr). One clip was implanted. On an unspecified date, echocardiogram confirmed the clip had detached from one leaflet and remained attached to the other leaflet (slda). No additional information was provided.